Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary's mfg engineering center (mec), the oxygen (o2) sensor cartridge was unable to firmly connect to the gas blender. This is considered an "out of box failure". There was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by lab eval. The oxygen (o2) sensor connector does not connect as firmly as the lab sensor and is loose. Visual inspection shows the returned sensor may be missing contacts internally. When tested, the o2 sensor operated to MFR specs. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.